Event description:
The patient reported that v-go fell off, the patient mentioned that this has been happening since 2 weeks ago and he did not report those events. The patient reported that v-go fell off while he was working outside and was sweating a little. The patient indicated that he put a v-go on between 10:00 am to 10:30am on 8/4/21 and the v-go fell off about an hour later. The patient indicated that this happened with 2 v-gos. The patient indicated that this is not the first time this happened and that this same situation has been happening quite a bit. The patient stated that he wears v-go on his arm, between the elbow and the shoulder and alternates arms every other day. The patient confirmed that he prepares the area properly.